Manufacturer narrative:
Failure analysis revealed that the insulin pump was unable to prime during prime test and motor error alarm during the basic occlusion test due to faulty force sensor. The motor passed the motor test. Unable to confirm the error alarm due to erased history file. The device was received with cracked case at the display window corner, cracked battery tube threads and cracked reservoir tube lip.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer's insulin pump was alarming no delivery during priming. Customer stated that they have change the reservoir and infusion set, yet issue has continued. During troubleshooting, customer was asked to perform a fixed prime. Customer stated the insulin did not exit and the device did alarm. Customer's blood glucose level was 290 mg/dl at time of reporting. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.